Manufacturer narrative:
The reported event was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective processor board. The archive data was reviewed and contained a system error 132 (internal watchdog timeout.) Error message. Functional testing of the platform during initial power up revealed a system error 132 error message on the display screen. It was indicated that the processor board was defective. Upon replacement of the processor board with a known good reference processor board, the platform was further tested and passed all functional testing criteria. The platform operated using a light resuscitation test fixture with continuous compression without errors and met all required specifications. Additionally, visual inspection of the platform found crack on the front enclosure. This observation was unrelated to the complaint. The autopulse platform is a reusable device and was manufactured in 30 sep 2012. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) was reported for the autopulse with serial number 31960 for the same observed issue.

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a system error / out of service error message on the display screen during shift check. No patient was involved. No further information provided.